Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: fracture and tilt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: fracture and tilt. The following additional information was received per the patient¿s medical records: the patient has a medical history of dvt. The filter was implanted due to chronic pulmonary embolus. The filter was deployed through the sheath with the upper aspect of the filter just below the renal vein inflow. Completion inferior venacavagram demonstrated the ivc to remain patent and confirmed the filter to be located just below the renal veins. The patient tolerated the procedure well without immediate complication. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 5 years 7 months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved however no retrieval attempt has been made. There was fracture of the left posterolateral strut without migration noted. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information was provided and is available in: section d11 (concomitant medical products and therapy dates): unknown sheath, kumpe 5 french catheter, unknown 6 french , .035 bentson wire. Section h6 (evaluation codes): the exact event date is unknown. Complaint conclusion: as reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the patient¿s medical records, the patient has a history of dvt. The filter was implanted due to chronic pulmonary embolus. The filter was deployed with the upper aspect of the filter just below the renal vein inflow. Completion inferior venacavagram demonstrated the ivc to remain patent and confirmed the filter to be located just below the renal veins. The patient tolerated the procedure well without immediate complication. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: fracture and tilt. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved however no retrieval attempt has been made. There was fracture of the left posterolateral strut without migration noted. The patient also reports suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.